Event description:
Paramedics attended to a person diagnosed in cardiac arrest (pt details were not reported). The pt's ECG was monitored using a 3-lead pt ECG cable. Disposable defribillation electrodes were attached to the pt and the operator attempted to perform automated ECG analyses. Each time an analysis was attempted, the device displayed a connect electrodes alarm and the analysis was stopped. The pt's outcome was not reported.